Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 12932842. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: incarcerated umbilical hernia. Postoperative diagnosis: incarcerated umbilical hernia. Procedure: repair of incarcerated umbilical hernia, laparoscopic, with mesh. Anesthesia: general. Anesthesiologist: (B)(6), md. Preparation: betadine. Indications: painful umbilical hernia. Findings: incarcerated omentum. Procedure in detail: ¿the patient was placed on the operative table in the supine position. Satisfactory general anesthesia was induced. The abdomen was prepped and draped sterilely. Through a vertical umbilical incision using a veress needle, a co2 pneumoperitoneum to 15 mmhg was created. A 530 scope through a 5 mm umbilical port allowed placement of two 5 mm left-sided abdominal ports. Using a 530 scope, evaluation revealed an incarcerated omentum adjacent to the umbilical port. This was taken down to the ___ [sic] (00:54) apparatus and hemostasis was assured. The abdomen was explored and no other abnormalities were noted. A dualmesh was then configured to a 10 cm rounded shape, placed into the peritoneal cavity through the umbilical site and held in place with a stay suture. It was then tacked circumferentially with a secure tacker with wide overlap of the small hernia defect. Hemostasis was then assured. Pneumoperitoneum was evacuated. The stay suture was cut, and wounds were closed with 4-0 vicryl in the subcutaneum, 4-0 intradermal vicryl and steri-strips. Sterile dressing was applied. The patient was awakened in the recovery room in good condition.¿ estimated blood loss: 10 ml, tolerated well. (B)(6) 2015: (B)(6) hospital. Implant record. Manufacturer: gore dual mesh plus biomaterial. Ref #: 1dlmcp03. Exp.: 2017-06. Lot-batch code: 12932842. Site: umbilical hernia. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/12932842) was implanted during the procedure. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Emergency room visit. Post umbilical hernia repair by dr. (B)(6) this week. Has not had bowel movement since monday. Complains of increasing distention, abdominal pain, intermittent nausea, vomiting, decreased oral intake. Exam noted to have decreased bowel sounds with distended, tender abdomen. CT and labs performed and show evidence of partial bowel obstruction, right renal pelvis stone with mild hydronephrosis. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Radiology- CT abdomen/pelvis. Impression: moderate grade partial small bowel obstruction with transition zone in right lower quadrant. Mildly obstructing stone within renal pelvis. Diverticulosis. (B)(6) 15: (B)(6) hospital. (B)(6), md. History and physical. Had been constipated since monday. Now throwing up. Colonoscopy within past month had few diverticular changes of rectosigmoid area. Intermittent right abdominal pain. Abdomen grossly distended. Ecchymosis around umbilicus and tremendously uncomfortable. Social history: is a painter, last house-painting job couple of weeks ago. Smokes about one-half to three-quarters of pack of cigarettes a day. Has not smoked since herniorrhaphy. Abdomen: marked ecchymotic area around umbilicus where there is a port site. Two port sites in mid-abdomen, right and left sides. Well-healed. Has old right inguinal hernia scar, was a hernia repair done at birth, has right lower quadrant incision from old appendectomy, also done as child. Laboratory data: distal small bowel obstruction, probably partial. White count of 12,000. Impression: probable partial mechanical small bowel obstruction, possibly related to previous surgery. Marked diverticular change rectosigmoid. Plan: needs to proceed with diagnostic laparoscopy. Had small round piece of duoderm attached to anterior abdominal wall covering a small umbilical defect utilizing the tacker. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: acute small bowel obstruction postop ventral herniorrhaphy three days prior to admission. Postoperative diagnosis: peritonitis of unclear etiology involving the mesh with small bowel obstruction. Operative procedure: diagnostic laparoscopy with rapid conversion to open laparotomy, inspection of all bowel loops, removal of gore-tex dualmesh, and closure of the abdomen in two layers with running 0 pds and interrupted #2 retention sutures. Anesthesia: general endotracheal. Description of procedure: ¿the patient was brought to the operating room as an emergency case and placed under general endotracheal anesthesia. IV antibiotics were on board. Appropriate timeout was appreciated. The patient¿s abdomen was prepped and draped in the usual sterile fashion. Surgery commenced in the left upper quadrant, where a veress needle was placed and pneumoperitoneum to 14 mmhg was obtained with carbon dioxide. A 5 mm port was placed in the left upper quadrant. General view of the abdomen showed a multitude of dilated small bowel loops with pus-like material covering them. These were adherent to the dualmesh. The rectosigmoid which was heavily infested with diverticular changes was not an area of inflammation, nor was the duodenum. The gallbladder appeared normal, as did the liver. The patient had an ng tube in position. At this point, I felt it was mandatory to open the patient in the midline near the umbilicus in order to remove the mesh, take appropriate cultures, inspect all bowel loops and wash out the abdomen. This was done. The bowel loops were carefully taken out and traced from the ileocecal valve all the way back to the ligament of treitz. There was no sign of bowel damage at any point. The immediate etiology of the inflammatory and pus-like material between the loops of bowel and sticking them to the mesh was unaccounted for. Intra-abdominal cultures were taken. The mesh was removed. Closure was 0 pds starting proximally and distally, and moving towards the middle. It should be noted that the abdomen was lavaged with 2 liters of warm saline and saline with bacitracin prior to closure. We also put in four interrupted #2 nylons for retention sutures in this heavyset man with peritonitis and bowel obstruction. The etiology of the bowel obstruction was somewhat unclear. There was no specific one point, but there was a gross distinction between the grossly dilated bowel and the flattened bowel in the distal ileum. The small bowel was full of essentially toothpaste-like material throughout its length. There was no anatomic problem with the small bowel that I could determine. The wound was infiltrated with 0.5% marcaine with epinephrine and closure was interrupted skin clips, utilizing ½ inch penrose drain at the base of the incision and a small chimney penrose drain just above the umbilicus. These were held in position with skin staples as well. Soft dressings were then applied. Needle, sponge and instrument count was correct. There were no undue complications. The patient was taken back to the recovery room with stable vital signs.¿ (B)(6) 2015: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2015 procedure was not provided.] (B)(6) 2015: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2015 procedure was not provided.] (B)(6) 2015: (B)(6) hospital. (B)(6), md. Radiology- abdominal x-ray. Impression: persistent dilated small bowel loops with air-fluid levels. Likely represents ileus. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Discharge summary. Admission diagnoses: small bowel obstruction, partial, related to recent history of umbilical hernia repair, presented with infected mesh. Diabetes. Hypercalcemia. Nephrolithiasis, right side. Procedures: underwent diagnostic laparoscopy with rapid conversion to open laparotomy and inspection of the small bowel loops, removal of gore-tex dualmesh and closure of the abdomen in 2 layers on (B)(6) 2015. Brief history, hospital course: came to emergency department for evaluation of abdominal pain. History of diabetes and encrusted umbilical hernia which was repaired on (B)(6) 2015 by dr. (B)(6) as outpatient. Came back within 24 hours with abdominal pain and nausea, vomiting. Had CT scan found to have moderate grade partial small obstruction in transition zone in right lower quadrant area. Seen by dr. (B)(6) and (B)(6) and underwent repair of hernia. Time of admission wbc 12,000. Remain on full liquid diet for one week follow with dr. (B)(6) in one week. Patient remained on zosyn has no positive culture. Culture from wound has no growth. Discharge medications: metformin, aspirin. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned." These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 12932842. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction, mesh removal, additional surgery. Additional event specific information was not provided.